Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was unable to be confirmed as neither the complaint device nor applicable procedural imager y was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU a nd training manuals revealed no deficiencies. As reported, ''during the procedure, a 26mm s3ur was deployed at nominal volume in a preexisting 26mm s3u and the balloon ruptured when the valve was partially inflated. The patient had a moderate degree of calcification. The valve was post dilated with a 25mm true balloon for full expansion.'' The presence of calcification and degenerating pre-existing valve can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules or an interaction between the balloon and degenerating pre-existing valve can compromise the structure of the balloon wall, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to limited information, a definitive root cause was unable to be determined at this time; however, available information suggests that patient factors (calcification, pre-existing valve) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra ) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Device not available.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm s3u valve, implanted in the aortic position for 3 years and 10 days, underwent a valve in valve procedure due to regurgitation. During the procedure, a 26mm s3ur was deployed at nominal volume in a preexisting 26mm s3u and the balloon ruptured when the valve was partially inflated. The patient had a moderate degree of calcification. The valve was post dilated with a 25mm true balloon for full expansion. The valve stayed slightly above the top of the existing 26mm s3 valve frame. There were no other issues. The patient was stable when leaving the room.